Event description:
It was reported, the customer had cracks on their display corner. No additional information provided.

Manufacturer narrative:
Unit received with cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.